Event description:
A report was received that stated a nurse received a needle stick some time in 2009. The nurse did not report the incident to her employer at the time of the incident. The info provided states the pt received the medication. At the conclusion of the injection the needle was removed from pt. The nurse attempted to engage the needle cover. Allegedly the tip of the needle remained exposed. The nurse received a needle stick. No info has been received regarding any medical treatment to nurse.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.